Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a patient injury. Device issue: balloon rupture. It was reported that the lesion was located in the proximal rca and had mild tortuosity, mild calcification, and 100% stenosis. Two guide wires were used to cross the lesion and pre-dilatation was performed using another company's balloon catheter. Then, the esprit balloon catheter was advanced towards the proximal rca; however, it did not cross the lesion completely. The esprit balloon was dilated in the area proximal to the lesion; however, it appeared that the balloon was not inflated when viewed on angiography. An attempt was made to increase the pressure from 2 atm to 4 atm, but the balloon did not seem to inflate. The esprit balloon catheter was removed from the vessel and a rupture was confirmed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. A profile block was used to measure the 2/3 balloon profile and this met manufacturing criteria. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a longitudinal rupture 2 mm distal to the balloon marker for a length of 1 mm. There was a longitudinal scratch distal to the rupture for a length of 6 mm. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that following difficulties advancing across the lesion, the device ruptured upon inflation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, placement technique, manufacturing, device size selection, or associative device interaction. Reportedly, the lesion was mildly calcified, mildly tortuous, and 100% stenosed, each of which could have contributed to the difficulties advancing, even after pre-dilatation was performed at the distal portion of the lesion. Analysis of the returned device found that although the balloon was loosely folded, the crossing profile and 2/3 profile met manufacturing specifications. Thus it appears that there were no product quality issues that could have contributed to the difficulty crossing, and thus the difficulty advancing was likely related to the characteristics of the lesion. Since the esprit could not advance past the lesion, it was inflated proximal to the lesion; however, it didn't appear to inflate and the balloon was found to be ruptured. There were no issues identified with the device during product preparation, and thus it is likely that the balloon rupture occurred during the procedure. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcifications, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, it wasn't known if the balloon was ruptured during the inflation or if the device was torn prior to the inflation. Analysis of the returned device found that the rupture was longitudinal, and that there was a scratch distal to the rupture. This suggests that as the device was advanced to the lesion, an interaction with another device or calcification resulted in mechanical damage to the surface of the balloon such that upon inflation, the balloon ruptured. Thus, based on the analysis of the returned device, it appears that the operational context of the device contributed to the balloon rupture. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint handling database revealed no previous incidents with this part number/lot number combination. Product performance engineering will monitor for the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all dilatation catheters undergo 100% inspection for leaks and are visually inspected by manufacturing. Furthermore, a sample of catheters from each lot is destructively tested to verify the rated burst pressure. This MDR is considered closed by the product performance group.